Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified no audio condition was observed during evaluation. Evaluation found the backflex not properly seated in the j6 connector on the I/o pcb causing an intermittent connection and no audio condition. The j6 connector was properly seated in the backflex to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had no audio. There was no patient involvement.